Event description:
It was reported that the physician used a 2.5 x 18 mm xience v to treat the circumflex on an unknown date. During a follow-up appointment the edge of the stent in the treated vessel was found to be 95% restenosed. A non-abbott stent was used for treatment of the restenosis successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of restenosis, as listed in the product instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.